Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.